Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system, including an extension, on (B)(6) 2009. It was reported the extension was explanted and replaced due to a loss of stimulation after a reported fall by the patient. During the revision, the physician noted the extension and lead had come disconnected. The explanted extension has not been returned to the manufacturer for analysis. Follow up on the patient found no further issues reported.